Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had lost weight causing the ipg to migrate and flip in the pocket. In turn, surgical intervention was undertaken wherein the entire scs system was explanted.